Manufacturer narrative:
(B)(4). The incident sample was requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that when testing the device, all of the led lights would flash and the unit could not be used.

Manufacturer narrative:
(B)(4). Date of initial report: 01/21/2017. Date of follow-up report: 02/17/2017. One 180-1007 was received for evaluation. Visual inspection found no defects. The investigation found the power cord did cause the temperature monitor box lights to flash. Pmv could not determine why the power cord was not powering up the temperature monitor box. The investigation identified the root cause of the reported event to be undetermined. No trend has been identified. No corrective action is required, because no trend has been identified.